Event description:
The reporter indicated that the surgeon attempted to implant a 12.1mm vicm5_12.1; -10.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. There was no patient contact. On this same date a replacement lens was later implanted and the problem was resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).